Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis, with blood glucose levels between 250 and 300 mg/dl. It was stated that he was vomiting all day, and had large ketones. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. However, the mother was not comfortable with this unit, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The unit had a scratched lcd window.